Event description:
It was reported that during the implant procedure, the helix on the right ventricular lead could not be extended after the lead was repositioned. It could not be extended once it was removed from the patient either. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.